Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 58 mg/dl, and the meter bg reading was 128 mg/dl, however, the customer had entered a calibration when bg values were outside the range of 40 to 400 mg/dl. Inaccurate cgm readings resulted in the customer experiencing low bg of 48mg/dl. Customer consumed carbohydrates to address bg level. A replacement sensor was sent to the customer.